Manufacturer narrative:
(B)(4). During follow up with the nurse, it was reported that on an unknown date, the patient was considered to be recovered from the relapsing peritonitis event. According to the reporter, the patient would be stopping vancomycin and fluconazole treatment two days later (two days after this follow up report was received). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as onset the patient began treatment with intraperitoneal (ip) ceftazidime 1g per day (duration not reported) and ip cefazolin 1g per day (duration not reported). At the time of this report the patient was recovering from this peritonitis event. Extraneal, physioneal and nutrineal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, six day prior to the receipt of this report, the patient experienced relapsing peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Also that same day, the patient started treatment with intraperitoneal ceftazidime 1g per day, intraperitoneal vancomycin 2g per day (duration not reported), and oral fluconazole (dose, frequency, and duration not reported) for peritonitis. Action taken with pd therapy was not reported. Four days later, the ceftazidime was discontinued. At the time of this report, the patient remains on vancomycin and fluconazole and the patient is recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient was to discontinue the antibiotic therapy with ceftazidime and cefazolin sixteen days after starting treatment. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.